Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 05-aug-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additional information received 06-aug-2024. Clarified that the section where this issue was observed was the side port (stopcock/three-way valve). It was totally separated. The hemostatic valve did not dislodge inside the hub and did not dislodge outside of the hub. The brim cap / hub did not become detached from the sheath. Therefore, removed from h6. Medical device problem code ¿fluid leak (a050401)¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath. During the procedure, blood leakage was found in the hemostatic valve. Additional information was received clarifying that the section where this issue was observed was the side port (stopcock/three-way valve). It was totally separated. The hemostatic valve did not dislodge inside the hub and did not dislodge outside of the hub. The device evaluation was completed on 18-sep-2024. The device was returned to biosense webster, inc. For evaluation. A visual inspection evaluation of the returned device was performed following biosense webster, inc. Procedures. Visual analysis of the returned sample revealed that the side port tube was detached from the hub component. Due to this condition, a supplier investigation was requested and it was determined that this complaint was not related to the manufacturing process, since the adhesive in the sideport was inspected and it was noticed to be fully around the side port tubing. A device history record was performed for the finished device batch number, and no internal actions were identified. The sideport broken issue reported by the customer was confirmed. The potential cause of the detachment could not be determined, it could be related to the excessive force or manipulation of the device during the procedure; however, this can not be conclusively determined. As part of the biosense webster, inc. Quality process, all devices are manufactured, inspected, and released to approved specifications. During an internal review on 04-oct-2024, noted a correction to the 3500a follow-up under the d4. Primary UDI number. It should have been processed as (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath. During the procedure, blood leakage was found in the hemostatic valve. A new device was used to complete the procedure and there was no patient injury reported. Additional information received 06-jul-2024. Picture provided. Additional information was received on 09-jul-2024. Air did not enter the patient¿s body. The approximate volume of blood that was lost was unknown.

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).